Event description:
It was reported through the surgical outcome system that a revision surgery is required due to a prosthetic joint implant failure. The date of the primary procedure was (B)(6) 2020 for a supscap repair shoulder arthroplasty. Update 27-apr-2022: the central screw and one peripheral screw had broken and a revision surgery was performed on (B)(6) 2022 due to the loosening of the baseplate. The problem was identified on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint not confirmed. Upon visual inspection, it was noted that the device was received assembled to an ar-9561-30s. No problem was noted with the ar-9560-28-4. Upon functional testing, it was noted that the devices could not be separated.